Event description:
It was reported that the device alarmed "cassette not attached properly". There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected d3: mfg establishment name, g1: contact office establishment name. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. Upon further inspection, a dented air in line detector and a buckling/dented upstream occlusion (uso) seal was found. The dso sensor, bezel, seal, air detector and uso seal were replaced to fix the issue.